Manufacturer narrative:
Evaluation summary: the analysis results found that the applier was received with the introducer sheath detached from the applier. The device contained the collagen plug with the clip present. However, no functional test could be performed due to the returned condition.

Event description:
It was reported that during a breat biopsy procedure there was a bad marker, did not deploy. No adverse pt consequence. Case completed with another device of the same product code.